Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer used cold insulin to fill cartridge. Per the cartridge user guide insulin should be room temperature before filling cartridge. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was not adversely impacted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.